Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The transmission showed an alert notifying of polarity switch on the right ventricular lead, due to a low and out-of-range pacing impedance on (B)(6) 2021. Review of the impedance trend showed a gradual decrease in the right ventricular pacing impedance since implant. The patient was in stable condition and would continue to be montiored.